Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a medos valve could not be programmed. It was originally implanted in 2016, replacing a malfunctioning valve. It was revised.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI: (B)(4). The device was returned for evaluation. Evaluation confirmed an issue with the valve. The valve was visually inspected. A scratch in the silicone housing over the cam mechanism was noted as well as biological debris on inside of the valve. The position of the cam when valve was received was 50mmh2o. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed; no occlusions noted. The valve was leak; no leaks noted. The valve was reflux tested and failed. The valve was then pressure tested and failed. The outlet connector was removed, and the cam mechanism unstuck. The valve was retested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, the ruby ball was stuck to the spring, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled, and passed testing. The root cause of the problem reported by the customer is due to the biological debris found on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause for the presser problem and the reflux issues is due to biological debris on the ruby ball, and the spring, the ruby ball was stuck to the spring, and not sitting correctly on the seat of the ruby ball. The root cause for the scratch in the silicone housing is likely due to user error, as noted in the IFU silicone has a low cut and tear resistance. Trends will be monitored for this, and similar issues. At present, we consider this complaint to be closed.